Event description:
It was reported that the asymptomatic patient presented to the clinic for a new system implant. During the right ventricular lead procedure, the physician noted high lead impedance measurements and high capture thresholds.. The physician attempted to reposition the lead and had difficulty retracting the helix. After multiple turns the helix suddenly retracted but then would not extend, the physician attempted to reposition the lead but noted body tissue on the lead helix. The physician then elected to no longer use and replace the lead. The procedure was completed successfully. The patient was in stable condition before, during and post surgery and would continue to be monitored.

Manufacturer narrative:
Final analysis found damage consistent with that occurring at the time of the surgical procedure, otherwise normal lead function was confirmed.